Manufacturer narrative:
This report is submitted on october 17, 2017 (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site (date not reported). Clinical management is ongoing.